Event description:
The pt had hip replacement surgery in 2004 due to arthritis. Recovery was described as "easy." In 2005, pt experienced dislocation. Seven months later, another dislocation occurred that the pt described as "very traumatic." Both times, the implants were restored to location via closed reduction. Pt reports that at the hosp following the second dislocation, they noted on x-ray that "something was broken or cracked with the prosthesis".